Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was heating up and displaying e6 error code during surgery. Although the device was still used, there was an unspecified delay in surgery because the doctor had to wait for it to cool down. Eventually, a backup device was sued to finish the surgery. No injuries were reported to have occurred. The date of the event is unknown. There was no additional information provided.